Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).

Event description:
An optometrist reported pt with corneal abrasion at five day photorefractive keratectomy (prk) post-operative visit. At visit pt complained of "pain, poor vision, and can't keep eyes open". This report references the right eye. An additional report will be filed for the left eye. Additional info has been requested.